Event description:
It was reported that the sheath became kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. During a recapture of the device, the was became kinked. The was was exchanged to complete the procedure. There were no patient complications or consequences that occurred as a result of this event.

Manufacturer narrative:
Device evaluated by MFR.: a watchman access system (was) with the dilator outside the sheath was returned and the reported kink was confirmed. The device was visually and microscopically examined. Inspection of the hub, sheath and tip revealed kinks in the sheath 17cm proximal of the tip and 1cm distal of the strain relief. Analysis of the remainder of the device found no other damage or defects. The observed damage was attributed to procedural factors as the most likely cause of the damage is due to the forces that are put upon the device during insertion, advancing, and manipulation.

Event description:
It was reported that the sheath became kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. During a recapture of the device, the was became kinked. The was was exchanged to complete the procedure. There were no patient complications or consequences that occurred as a result of this event.